Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during troubleshooting of the merlin at home transmitter, the prongs from the power adapter were found to be charred. The transmitter was replaced and there were no patient consequences.